Event description:
The sliding button on the maquet bisector bipolar ligating forceps has been sticking. As the physician's assistant was attempting to release the button it pinched his finger. The pinching ripped the physician assistant's glove, contaminating the endoscopic vessel harvesting system. No harm came to the patient. It is stated that this is not the first time such an occurrence has happened.